Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The lens was inspected under microscope at 10x and it was found to have stains and particles adhered to both sides of optic body compatible with handling lens in an unsterile environment. Diopter measurement: diopter measurement results showed that the lens for serial number (B)(4) belongs to diopter 22.0.

Event description:
We received a report concerning a female patient who experienced unexpected post-operative refraction requiring an explant of a intraocular lens. The reporter indicated that the patient had lasik surgery prior to the cataract surgery and required a different diopter value lens for a more desirable visual outcome.